Event description:
The device was being used to monitor a pt and initially displayed the pt's ECG rhythm on the display screen. The reporter stated that leads I and iii changed to dashed lines and, when he attempted to acquire a 12 lead with the device, all leads on the screen changed to dashed lines. The facility was reportedly using "OEM" ECG electrodes. There was no adverse effect to the pt as a result of the reported event.